Event description:
Information provided states that during a case 2 of the angled drivers seized up and the surgeon had to use the strain gt drivers which resulted in an increase in the operative procedure. Patient was treated with lateral mass and occipital stabilization and decompression.